Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, and the physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection of contamination. All device channels (distal end, forceps raiser, instrument / biopsy / suction channel, air / water channel) found no detection of microorganisms. The results conform in accordance with rki-bfarm-guideline. The device evaluation found the following: the air / water cylinder had no color, the suction cylinder had no color, the grip had a scratch, the adhesive around the objects lens had wear, the light guide lens had a chip, there was a metal particle around the forceps elevator, the adhesive on the bending section cover had wear, the play of the up / down knob was out of the standard value due to wear of the angle wire, and the light guide lens had a chip. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive on (B)(6) 2023, for 2 colony forming units (cfus) of peribacillus simplex and pseudomonas aeruginosa, the distal end, valves, and brush channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.